Event description:
It was reported, that the patient presented with noise on the right atrial (ra) lead. The ra lead was also, found to be fractured. The ra lead was explanted. Patient condition was stable.

Event description:
New information received notes that the patient initially presented remotely via merlin.net. Upon review of transmission, it was also found that the right ventricular lead also exhibited noise over-sensing and that had caused inappropriate automatic mode switch.

Manufacturer narrative:
The reported events of noise and lead fracture were not confirmed. The distal portion of partial lead was returned in one piece for analysis. Electrical testing, x-ray examination and visual inspection of the lead were normal with no anomalies found.